Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).

Event description:
During the preparation, the balloon was inflated for testing but it could not be deflated.no patient injury was reported as the device was not used inside the patient.